Manufacturer narrative:
D2b: product code - lit.

Event description:
It was reported that the balloon was ruptured. The stenosed target lesion was located in the femoral artery. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 10 atmospheres. The device was successfully removed without any issues, and the procedure was completed using an alternative device. No complications were reported, and the patient remained in good condition following the procedure.